Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. It was reported that the device would not open after firing. Unknown how the case was completed. There was no consequence to pt.